Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/8/2016- litigation received. Litigation alleges the patient suffers from pain, discomfort, elevated ions, crunching/popping noise, hip fractures, dislocations, inflammation, infection, necrosis and metallosis. The patient harms and product categories have been updated. The cup and stem have now been added.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/15/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicates pain, infection (confirmed by cultures), 800ml blood loss (no complication), psuedotumor, and metal ion levels below 7ppb. All implants (except for the stem) were removed and spacers were placed. A doi was provided. The part/lot is being updated for the head, stem, and liner and the cup, screw, and hole eliminator are being added to the complaint. There was no mention of metallosis, dislocations, or fractures.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.